Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A review of the electronic device record confirmed that the device did display "lead off" and "connect electrodes" multiple times. The cause of the reported issue could not be conclusively determined. Physio-control performed a clinical evaluation of the reported event and determined that the device use did not contribute to the death of the patient. This determination was due to the ambulance company director indicating that the patient did not survive due to the health condition at the time of the reported event and the downtime of the patient prior to care was at least 20 minutes.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device was connected to the patient; however, the device did not detect a connection.  The patient, a (B)(6) year old female, did not survive the event.